Event description:
Litigation alleges that when patient was revised for asr, she was reimplanted with depuy product. We received a patient fact sheet as supplement to the litigation, which shows that patient was reimplanted with pinnacle product. This product then failed, resulting in revision surgery. It is alleged that patient suffered a possible infection. Doi: (B)(6) 2008 - dor: 2009 (right hip). Patient is a resident of (B)(6).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions about the reported infection; however, infection after approx. 1 year implantation is unlikely to be product related. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.